Event description:
Physician reported capsular contracture baker grade IV. Physician later reported "rupture¿, ¿capsular contracture¿, ¿ripples in its contour¿, and ¿striated muscle tissue diagnosed via ultrasound. This record relates to the right side. Device explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Wrinkling: observed creases on the device. Adhesion: unable to observe as it is not related to the device. Rupture: not observed openings during analysis on the device. Additional observations: observed deformation on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported capsular contracture baker grade IV. Physician later reported "rupture¿, ¿capsular contracture¿, ¿ripples in its contour¿, and ¿striated muscle tissue diagnosed via ultrasound. This record relates to the right side. Device explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. F2201 biopsy. A review of the device history record has been completed. No deviations or non-conformities noted. Photo analysis results: visual analysis of the photographs identified: capsular contracture: unable to observe but observed biological tissue next to the device. Rupture: no signs of rupture are visible, device lot number is not visible. Inconclusive. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Physician reported capsular contracture baker grade IV. Physician later reported "rupture¿, ¿capsular contracture¿, ¿ripples in its contour¿, and ¿striated muscle tissue diagnosed via ultrasound. This record relates to the right side. Device explanted and replaced with a non-allergan brand..

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Wrinkling : no observed on the device. Adhesion : unable to observe since it is a medical event and is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.